Event description:
New information received notes that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic upon finding their implantable cardiac monitor (icm) had eroded through the skin. The icm was explanted and replaced. The patient's health condition is unknown.